Event description:
The customer obtained non-repeatable higher than expected vitros k+ patient result (result= 6.99 mmol/l vs. An expected result= 3.3 mmol/l) on a single patient sample using a vitros 5, 1 fs system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the affected sample was repeated per customer's policy. The repeat result was believed to be the expected result and reported. The affected patient sample result was not reported out of the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros k+ patient result was obtained on a vitros 5,1 fs system. There was no evidence that an instrument and/or a reagent issue contributed to the event based on historically k+ quality control data. Additionally, it is unknown whether or not the sample was processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. Additionally, a pre-analytical sample processing issue or a sample mix-up issue cannot be ruled out as contributing factors.